Event description:
It was reported that the spinal cord stimulation (scs) leads migrated and the leads displayed high impedances. Re-programming was done to help get better coverage of their pain areas. The patient experienced pain at the implantable pulse generator (ipg) pocket site which the physician attributed to the leads having migrated and being tangled therefore were pulling on the ipg. The patient underwent a procedure where the scs system was explanted. The explanted devices were discarded by the facility. Other than post operative pain due to procedure, there were no reported complications.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear st. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7077570. Brand name: linear st. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7070847. Brand name: n/a. Upn: m365sc3138350. Model: sc-3138-35. Serial: (B)(6). Batch: 7060088. Brand name: linear st. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 5139434. Brand name: spectra wavewriter. Upn: m365sc11600. Model: sc-1160. Serial: (B)(6). Batch: 362238. Brand name: n/a. Upn: m365sc3138350. Model: sc-3138-35. Serial: (B)(6). Batch: 7048089. Brand name: linear st. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7070846.